Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer stated the meter result was faintly displayed. Customer tested and saw a 2, followed with a faint number 1, unable to see the 1 clearly and did not see a decimal point. This could lead to a misinterpretation of results. The customer stated the meter lost power and would not power on following their last test. The customer did not allege results misinterpretation occurred.